Event description:
It was reported that when the epg (external pulse generator) was turned off, the lights remained on. Also, during preventive maintenance, it was found there was no emergency pacing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main keypad was out of specification, the on and off keys were collapsed and the leds do not shut all the way off. It was also noted that the main clear cover was missing, the lower case was broken and the ring bail was bent. (B)(4).